Manufacturer narrative:
Treatment parameters were not followed per clinical guidelines and no medication was prescribed to the patient in this incident. Hyperpigmentation is an expected side effect from laser treatment. The customer stated that there was no problem found with the device. Patient had melasma, but was instead treated with settings for sun damage. Since the treatment parameters were not appropriate for a patient with melasma, this resulted in increased hyperpigmentation on the face (exacerbated melasma).

Event description:
Patient's burn developed into hyperpigmentation from a laser treatment.